Event description:
It was reported that during an implant procedure, an image was seen with transesophageal echocardiogram (tee) on the left atrial side of the septum compatible with a thrombus. No symptoms were noted and no action planned other than to monitor international normalized ratio (inr) values. The device and leads remain in use. The patient is enrolled in the alternate site cardiac resynchronization (alsync) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant proudcts: 6935m62, implantable tachy lead, (B)(6) 2013. A 429878, implantable pacing lead, (B)(6) 2013. A 2088tc, competitor implantable pacing lead, (B)(6) 2013. (B)(4).